Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event, device code, expiration date, date implanted, date explanted, PMA/510(k) number, and manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient was revised due to pain on an unknown date. As per the surgeon, the patient may have had a tight pcl but the components were not loose. No more information is available.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Event date - (B)(6) 2016. Explanted date - (B)(6) 2016. Product location unknown.

Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2015. Subsequently, patient underwent a manipulation under anesthesia on (B)(6) 2015. The patient was revised in (B)(6) 2016 due to pain. As per the surgeon, the patient may have had a tight pcl but the components were not loose. No more information is available.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2015-0395 and 2016-2047). Additional events for this patient reported on medwatch numbers 1825034-2016-02049 / 02050.

Event description:
It was reported that patient underwent a knee revision procedure approximately twelve (12) months post-implantation due to pain.